Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported there was a suspected granuloma at the catheter tip at t4 and the catheter was replaced on (B)(6) 2014. Diagnostic testing and troubleshooting performed included a dye study and magnetic resonance imaging (MRI). The exact date of identification was unknown. The cause of the issue was undetermined and the issue was resolved. Patient symptoms associated with this event included burning chest pain with negative cardiac and gastrointestinal evaluations. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was noted the patient was doing well and receiving effective therapy. The pump was being used to deliver lioresal. Diagnostic findings, date of diagnosis and operative findings were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.